Event description:
Review of service data detected a reportable event. During servicing, battery charger sn (B)(4) would not power on. The last patient to use this charger did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. Upon evaluation, the power supply connector was defective. The root cause of the defective power supply connector cannot be positively identified. No adverse event resulted from the defective power supply connector. The last patient to use this battery charger did not report any deficiencies.